Event description:
It was reported that the ilet user¿s caregiver entered meal announcements for low-carbohydrate snacks under 15 grams, which constituted an improper use procedure, leading to prolonged high blood glucose levels reaching 403 mg/dl and a separate low with a nadir of 47 mg/dl that was corrected with glucose tablets and gummies. Symptoms included hyperglycemia, hypoglycemia, and malaise during the hypoglycemic episode. Outcomes included an unexpected medical intervention where medication in the form of oral glucose was required. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and instead identified a usage problem related to the user interface and improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.